Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue. Currently we are waiting for the obm pca board, it has been on back order since march 2023, and it will be replaced when received. Additional findings not related to the malfunction/issue include the replacement of the blower.